Event description:
It was reported that a glaucoma stents study revealed that a patient experienced vitreous hemorrhage, headaches, tiredness, nausea and an increase intraocular pressure (iop) up a total of 9 mmhg from the baseline recordings as account indicated that at the post operative visit on (B)(6) 2022 the iop reading was 24 mm hg. Visual acuity readings were not captured. No secondary surgical interventions were required. The surgeon attributed the vitreous hemorrhage to aphakia. The other symptoms were recorded as side effects of the general anesthetic. No further information was provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial number: unknown/not provided, as information was asked but it was not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section b3 - date of event: unknown/not provided, as information was asked but it was not provided. Section d6b: explant date: not applicable, as the baerveldt shunt remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number:(B)(6) section h3: the baerveldt shunt was not returned for evaluation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.